Event description:
An implantable cardiac defibrillator (ICD) system was returned from an unknown source with no information. Information identified in the manufacture¿s database indicated the patient died approximately 1 month post implant of the ICD system, approximately 3 years ago.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. Visual summary analysis was performed and no anomalies were found. This device was included in a field action, but returned product testing found the device did not perform as described in the field action. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The devices associated with this adverse outcome were returned from an unknown source with no information. The patient died greater than three years from today. No contacts/events regarding the system have ever been received/reported. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.